Manufacturer narrative:
The system and instrument logs could not be reviewed for this procedure as the procedure was not captured in the logs.

Event description:
It was reported that eight weeks after undergoing a da vinci-assisted prostatectomy procedure, the patient experienced severe inflammation and was hospitalized for two weeks. The following information is unknown: the source, type, and cause of the inflammation, what medical intervention was rendered due to the complication, and if the patient experienced any intra-operative complications during the da vinci-assisted surgical procedure.